Event description:
During the biopsy of the right lower lobe, the doctor noticed that the plating flaked off in the patient's lung. The doctor was able to suction out the piece of the plating. The procedure was successfully completed. Patient is doing fine.